Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported having out of range issues between the transmitter and pump, without any continuous glucose monitor (cgm) sensor readings. There was no reported impact to the customer's blood glucose level.